Event description:
A report was received that the patient had redness, swelling and discharge coming out of the insertion site during the lead pull. The patient was admitted to hospital due to fever, chills and increased heart rate and was administered IV antibiotics (keflex). The patient had an MRI and the radiologist read the results as an epidural abscess, but the neurosurgeon read them as a neuroma. The patient was prescribed clindamycin and was discharged from the hospital. The final discharge report stated the patient had a skin infection.